Event description:
During retinacular release surgery, using equipment manufactured by oratec caused a deep tissue burn to the area of the patient's knee. No other information is available for this incident.